Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse evaluated the sample transport assembly and determined it was worn. The fse replaced the sample transport assembly and per customer there have been no further issues.

Event description:
The customer reported obtaining erroneously low total protein (tp) results for multiple patients involving the au5400 clinical chemistry analyzer, unit #2. The customer stopped processing on this unit and repeated samples on an alternate unit. No erroneous results were released out of the laboratory. No impact to patient treatment. The customer indicated controls on unit 2 before the run were within specification.